Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker, cracked reservoir tube, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the she went to check her blood glucose levels and the buttons were unresponsive. Buttons were also unresponsive during bolus. Customer stated that the insulin pump may have gotten wet. Customer's current blood glucose reading is 137 mg/dl. No further information reported.